Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl and 300 mg/dl and was treated with insulin pump. The customer reported that took a correction of 1 unit over 50 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. It was unknown if the auto mode was active during the reported event. The clip was broken. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.